Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette presented a fluid leak. This occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot.visual testing, clear passage testing, leak testing and clamp function testing were performed. The reported problem of leak was verified during leak testing. The patient line tubing was found to be damaged which indicated an issue with the flow wrap pouching equipment. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.